Event description:
Device 1 of 2. Refer to manufacturer report: 1627487-2010-00928. The patient was implanted with an scs system consisting of an ipg and 4 leads in the occipital region (off-label location) on (B)(6) 2008. It was reported that the patient was not getting pain relief due to the position of the leads and the leads may have migrated. In addition, the ipg was drained because the patient was reportedly not recharging it. The physician replaced the entire system on (B)(6) 2009. The explanted devices were returned to ans for evaluation.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed functional testing due to a damaged channel 3 stimulation end electrode. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.